Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Obtryx was reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Received. Product was used for therapeutic treatment. Reason for mesh implantation: grade iii cystocele, uterine prolapse, rectocele, stress urinary incontinence procedure (s) performed: vaginal hysterectomy with bilateral salpingo-oophorectomy with enterocele repair, tension-free transobturat or sling, bladder muscularis reattachment to the uterosacral ligament, avaulta graft anteriorly, rectal muscularis reattachment of the uterosacral ligament with perineoplasty, cystoscopy with dye study. Complications post placement: in, 2007: incontinence is when have to get out of bed at night, chills, low fever, ¿something rough¿ around vaginal opening ¿ experiencing pain in rectal/pelvic region while giving pressure ¿pelvic discomfort in, 2008: urinary leakage, nocturia, urinary incontinence, urge . In, 2010: mesh is coming out/exposed, some hesitancy of urination, felt down there and could feel the mesh at apex of vagina ¿ findings: in office trimming: grade ii distal cystocele with small apical graft exposure which is treated with excision and silver nitrate (agno3) for the expected granulation. In, 2011: in-office mesh trimming for mesh extrusion